Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. The rep reported the patient (pt) claimed they had a bad fall. When the ins was interrogated post fall, one lead showed high impedances on each electrode. The rep reported they are not aware of any surgical interventions planned or scheduled at this time. Rep has received no additional information from patient or hcp, so they do not know if the issue is resolved. Weight was asked, unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on 2023-01-17 who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported the implant is not functioning since saturday pt stated he cannot turn the ins on or off. Pt tried to connect to the ins with the controller and stated he is getting "no device found" pt stated he charged the ins last on friday (B)(6) 2023. Pt plugged the rtm cord in and saw "no device found" pt pressed "recharge" and stated he is connected with excellent charge quality. The ins is in the red and the controller is 100%. It was suggested that the pt charge the ins to complete and turn the ins back on when he gets to 50% charge. It was suggested that the pt call back if he has any other issues. Additional information was received from the patient on 2023-01-20. Pt reported they charged ins to 100% yesterday. It worked for 2 min and stopped again. Pt checked today and all the charge was gone. Pt was recharging again but stimulation was not working. Pt felt no stimulation. On the call controller was at 60% and ins was at 40%. Instructed pt to exit out of charging screen. Pt got 'settings not available' message. Pt was on group a. Stimulation was on. Pt was at 3.5. Pt attempted to increase and got settings not available. Pt had no falls/no trauma. Pt then said the rep set up programming that way about a month ago and left pt with 3 groups and programs. The rep said pt won't be able to increase stim and could only lower it. Pt tried other groups and rep tried too but stimulation won't go up. The rep said the electrodes were not working. Pt texted the rep last saturday again but got no response. The patient's healthcare provider (hcp) asked pt to take an x-ray of the device to see what was going on. Pt had an x-ray done. Pt set up an appointment with a surgeon in march because they told pt electrodes were not working. Pt called to ask what the solution could be for pain and not feeling stim. The pt was redirected to their hcp.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on 2023-04-11. Patient called back and stated their spinal cord stimulator has not worked in a year and a half, and they have been working with a rep to figure out why. Patient stated that rep explained one of the leads was not working properly, so they will need to redo the implant. Patient stated that they tried to call their surgeon, but the surgeon needed to know what happened and what is wrong in order to do anything. Patient stated they need something in writing detailing what was wrong so they can give it to the surgeons. Patient stated the surgeons were scared to touch them because they don't know what was wrong. Patient added that they can't go for an MRI because they have so much metal in their body. Patient noted they have another appointment this week with another surgeon and need the information by then. Agent sent email to rep. Patient called back on 2023-04-13 saying that no one called them, and they're meeting with the surgeon tomorrow. Patient said the surgeon was told by rep that it was due to a fall and asked why didn't rep tell them this information. Patient confirmed they did have a fall. Pt wanted a "letter" sent about what went wrong with their lead. Agent emailed local reps again to update them on the situation and let them know patient had an appointment tomorrow.